Event description:
Customer reports obtaining results of lo and 137mg/dl on the same device within 1 min. Customer reports taking glucose tablets due to feeling her blood glucose was low. No adverse event reported and no treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.